Event description:
In 2000, the pt underwent a bental aortic valve replacement utilizing an aortic allograft heart valve. The operation proceeded without incident and the pt did well postoperatively. The pt had the chest tubes removed without difficulty. Late in the evening the pt noted bleeding from the chest tube sites. Pt arrested and CPR was initiated. Pt was transported to the operating room while CPR continued. A 2mm disruption of the allograft just proximal to the distal suture line was identified. Despite continued advanced cardiac life support, the pt expired at 10:45am. An autopsy was performed.